Event description:
It was reported that the vns patient was experiencing pain at the electrode site and inflammation at the neck incision site following implantation of the device. These events were noted by the physician as being related to implantation of the device. Medication was added (antibiotics) as intervention for the events. Further follow up with the site revealed that they believed there might be an infection due to the presence of the inflammation and as intervention, the antibiotics were prescribed. No cultures were taken to confirm an infection. There was no manipulation or trauma reported to have contributed to the event, and they believe it is likely a result of the implant surgery. It was further reported that the inflammation has improved since the antibiotics were prescribed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.